Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise, oversensing and an inappropriate shock on two occasions while the patient was using a high-power drill. The noise was therefore due to electromagnetic interference (emi). No adverse patient effects were reported. The device remains in service.